Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported bilateral light sensitivity post lasik procedure. Patient complained of sunlight, computer, tv and room lights are extremely bothersome. Patient reported the symptoms began one to two weeks after lasik procedure and have not resolved or improved. Reporter indicated at eight week follow up visit the patient was placed on an increased topical steroid eye drop dosage. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.